Event description:
It was further reported that the revision procedure was completed with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: unknown date when nail broke. H3, h6: the investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in netherlands as follows: it was reported a trochanteric fixation nail advanced (tfna) nail broke just above the column screw post operatively on an unknown date. A revision surgery occurred on (B)(6) 2023, to remove the broken tfna nail out and implant a new thicker tfna nail. No further information is known at this time. This report is for one 11mm/125 deg ti cann tfna 360mm/left - sterile. Close for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø11 le 125° l360 timo15 was found broken across the helical blade locking hole. Both fragments were observed in the visual evidence provided. In addition, the overall appearance of the device was noted with signs of usage and normal wear which could have been a result of implantation and explantation. No other issues were identified. A dimensional inspection for the tfna fem nail ø11 le 125° l360 timo15 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 125° l360 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: - ti cannulated trochanteric fixation nail - advanced, 125 04_037_012 rev. J (current) / rev. H (manufactured). Dimensional inspection: n/a. H4,h6 manufacturing location: monument, manufacturing date: 13-may-2022, expiration date: 01-may-2032, part number: 04.037.127s, 11mm/125 deg ti cann tfna 360mm/left- sterile, lot number: 815p336 (sterile) . Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071291 rev g met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev c met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 22540 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, lot number: 629p695. Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, lot number: 770p556. Three pieces scrapped in cell at op# 50, final inspection, for an unacceptable surface finish (dings/scratches). Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, ns673827 rev a met all inspection acceptance criteria apart from the three pieces noted. Part number: 21127, timoagri16.00, lot number: 592p999. Inspection instruction met all inspection acceptance criteria. Certified test report received from perryman company dated 17-feb-2022 was reviewed and determined to be conforming. Lot summary report dated 22-apr-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: ktt. H6: manufacturing location: monument, manufacturing date: 13 may 2022, expiration date: 01 may 2032, part: 04.037.127s, 11mm/125 deg ti cann tfna 360mm/left- sterile, lot: 815p336 (sterile). Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Sterilization control number (scn) supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive. Lot: 770p556. Three pieces scrapped at final inspection for an unacceptable surface finish (dings/scratches). Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet met all inspection acceptance criteria apart from the three pieces noted. Part: 04.037.912.2, lock prong, 125 degree tfna, lot: 629p695. Production order traveler met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80, lot: 592p999. Inspection instruction met all inspection acceptance criteria. Certified test report received from perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.